Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "when running volume test pump turned off multiple times with red battery alerts" was not reproduced. A review of the event history log shows ac being unplugged and plugged in multiple times in a row and install battery alerts. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The power adapter or battery to test with device was not sent in for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turned off multiple times with red battery alerts when running volume test occurred in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Review of the event history log also shows multiple events of "improper shutdown!". An "improper shutdown!" Message indicates that all power was lost from the pump. However, the log cannot be used to determine if the power was manually disconnected or the device shutdown without user input. Should additional relevant information become available, a supplemental report will be submitted.